Event description:
It was reported that patient was implanted with intraocular lens and subsequently experienced a refractive error, which was detected during a post-operative examination. One month after the initial surgery, the surgeon performed a secondary procedure to explant the intraocular lens and replaced it with a lens from a different brand. The secondary surgery required an additional 30 minutes to complete. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Section A2, A3, A4, A5 and A6: Unknown/ Not provided.Section E1: Reporter: Address: Establishment name: Unknown/ Not provided.Section E1: Reporter: Address: Telephone number: Unknown/ Not provided.Device evaluation: At the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing Record Review: The manufacturing records for the device were reviewed. The product was manufactured and released according to specification.Conclusion: Based on the investigation results there is no indication of a product quality deficiency.All pertinent information available to Johnson & Johnson Surgical Vision, Inc. has been submitted.